Event description:
Per the clinic, the device was explanted on september 13, 2021 due to unspecific reasons and there are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.